Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure involving the stent graft etlw1616c124ee endur ii limb, there was a fault in the trigger mechanism of the stent graft delivery system. The patient, who had a pre-operative aneurysm rupture and a failed open abdominal aortic aneurysm repair two weeks prior, was being treated for a 23mm aneurysm. There was no damaged noted to the delivery system. During the procedure, the trigger on the large blue handle would not function as intended. After deploying the limb, the surgeon attempted to pull the trigger following the instructions for use (IFU) to bring the grey handle back to blue but was unable to do so. To resolve the issue, the blue handle was rotated clockwise to recapture the device, allowing for its safe removal from the patient. The event was resolved by rotating the handle to the starting position to re-capture before removing the delivery system from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product analysis: the device was received with the external slider in the home position. A kink was evident to the graft cover. Minor deformation was evident to the distal edge of the graft cover. The external slider rotated smoothly and the graft cover advanced and retracted as normal during rotation. When attempting to engage or disengage the trigger the trigger felt stiff, and required extra force to move. Graft cover graft cover advanced and retracted as normal when trigger was engaged. The external slider was disassembled and the spring was measured. Spring proximal od 1.249¿, spring distal od 1.237¿, specification 1.260¿ - 1.290¿. The reported removal difficulties could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position. A kink was evident to the graft cover. Minor deformation was evident to the distal edge of the graft cover. The external slider rotated smoothly and the graft cover advanced and retracted as normal during rotation. When attempting to engage or disengage the trigger the trigger felt stiff, and required extra force to move. Graft cover graft cover advanced and retracted as normal when trigger was engaged. The external slider was disassembled and the spring was measured. Spring proximal od 1.249¿, spring distal od 1.237¿, specification 1.125¿ - 1.425¿. The reported removal difficulties could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.